Event description:
Boston scientific received information that during a routine follow-up approximately 10 weeks post-implant, this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture (loc). Lead dislodgement was suspected. The patient was admitted to the hospital and the lead was repositioned the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.